Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced rapid battery depletion and intermittent failure to power on or respond to the touchscreen, with charger indicator behavior suggesting unstable charging; the pump was confirmed to lose charge within 24 hours despite full charging and a replacement pump was provided. Symptoms included device unavailability for insulin delivery due to power loss. Outcomes included the need for device replacement and use of backup therapy until the replacement arrived. Investigation included troubleshooting of charging status, review of synced pump battery logs, and assessment of device performance during attempted restarts. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.